Event description:
Reporter stated the patient received a blood glucose result of 20 mg/dl on the inform system 1 at 17:27. A lab value of 210 mg/dl was drawn from the central line at 17:30 but not reported until later. Reporter stated the patient also received another result of 15 mg/dl on inform system 1 at 17:31. Reporter stated the patient was given d50 both at 16:30 and 17:30. Reporter stated the patient later received a result of 12 mg/dl on inform system 1 at 17:41, a result of 571 mg/dl on inform system 1 at 17:47, a result of lo (less than 10 mg/dl) on inform system 2 at 17:50, and another result of lo on inform system 1 at 17:57. Reporter stated that at a later time, the patient received another result of 15 mg/dl on inform system 1 at 19:20 after a lab value had been drawn at 19:17. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550883, expiration date 04/30/2010).